Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5cm from the terminal pin, (in the notch area adjacent to the sense b electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing noise. Also, the shock impedance was higher than expected at 107 ohms. Technical services advised some programming options and an x-ray. There were no adverse patient effects. The system remains implanted. The electrode is included in the december 03, 2020 emblem electrode lumen advisory. 12/30/2020 the pulse generator was explanted due to the advisory. The electrode was explanted due to the a fracture which was confirmed by fluoroscopy. The electrode is also on an advisory. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. Also, the shock impedance was higher than expected at 107 ohms. Technical services advised some programming options and an x-ray. Later, the electrode was explanted due to the found during fluoroscopy. There were no additional adverse patient effects. The electrode is included in the (B)(6) 2020 emblem electrode lumen advisory.